Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump display developed cracks within 24 hours of use, and a replacement was arranged after the customer provided a photo. Symptoms included no reported adverse health effects. Outcomes included continued diabetes management using the customer¿s dexcom system and phone or receiver while awaiting the replacement device. Investigation included collection of product information, verification of shipping, request for photographic evidence, and instructions for data sync and device return. Investigation of this device revealed a cracked screen consistent with a mechanical or cosmetic device damage to the display assembly, with no alerts or alarms reported and no impact to sensor function as confirmed by the customer. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to device software or control algorithms.